Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120648.

Event description:
Related manufacture reference number: 2017865-2023-45357. It was reported that the patient's atrial lead exhibited oversensing from an unknown source and the right ventricular lead exhibited under-sensing. No interventions were performed. The patient's condition was unknown.